Manufacturer narrative:
Citation: sharma a et al. A systematic review of infective endocarditis in patients with bovine jugular vein valves compared with other valve types. Jacc cardiovasc interv. 2017 jul 24;10(14):1449-1458. Doi: 10.1016/j.jcin.2017.04.025. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature meta-analysis reviewing endocarditis in patients with bovine jugular vein valves. All data were collected from multiple centers in an unknown timeframe. The study population included 7,063 patients, 840 of which were implanted with contegra bioprosthetic valve (serial numbers not provided). Among all patients adverse events included: 60 cases of endocarditis were noted following contegra implant, 40 of which required surgical treatment. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between the observed adverse events and medtronic product. No additional adverse patient effects were reported.